Event description:
The patient reported that at the moment of the therapy the transfer set line presented a leak, but once the minicap was put on the twist, the leak stopped.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A sample evaluation was not performed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation.